Manufacturer narrative:
The manufacturer received information from the patient's mother alleging the screen turned completely red when turning on the trilogy evo device. The patient's mother alleged an alarm sounded displaying many english letters, then the device shutdown. A sales representative had contacted the customer and was able to confirm the situation that the device restarted and operated at that time. The sales representative alleged a ventilator inoperative condition occurred in the device's error log for the trilogy evo device. The sales representative alleged that this had occurred when the device was turn off and turned on, which was different from usual. The sales representative alleged that "the pressure bar on the device before replacement showed large fluctuations in pressure while displaying inspiratory positive airway pressure (ipap)". The sales representative replaced the device with another one. There was no harm or injury reported. The trilogy evo was returned and evaluated by a philips service technician. The device evaluation found an error code communication failure between the user interface and therapy central processing units in the device's error log. The philips service technician performed an operational check of the device and was not able to duplicate the customer's issue on the device. The philips service technician disassembled the device and found no abnormality of the device. The philips service technician proactively replaced the device's system printed circuit assembly (pca) board and display pca board on this device. Additional findings not related to the malfunction/issue the philips service technician found the silver frames around the buttons had peeled off on this device. The philips service technician replaced the vanity cover assembly to address this issue. After the parts were replaced on the device, the philips service technician performed the final and run-in tests, along with the battery and valve checks. The philips service technician determined the device was operational, and cleaned it.

Event description:
The manufacturer received information from the patient's mother alleging the screen turned completely red when turning on the trilogy evo device. The patient's mother alleged an alarm sounded displaying many english letters, then the device shutdown. A sales representative had contacted the customer and was able to confirm the situation that the device restarted and operated at that time. The sales representative alleged a ventilator inoperative condition occurred in the device's error log for the trilogy evo device. The sales representative alleged that this had occurred when the device was turn off and turned on, which was different from usual. The sales representative alleged that "the pressure bar on the device before replacement showed large fluctuations in pressure while displaying inspiratory positive airway pressure (ipap)". The sales representative replaced the device with another one. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.